Event description:
The pt received his scs sys consisting of two percutaneous leads and an ipg on (B)(6) 2007. It was reported the pt's physician prescribed an MRI due to an alleged infection the pt developed. It was reported that upon sitting on the MRI machine, the pt experienced a very strong overstimulation sensation throughout his body and began screaming. The pt turned his sys off until the sys could be evaluated by his pain physician. It was reported that, according to the pt, he had documented that he had an implanted scs sys on his admit paperwork prior to the MRI. The pt turned his sys on again and the sys appeared to be functioning normally. No additional info is available. F/u on the pt found no additional issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Device not returned; no eval will be performed. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.